Event description:
Customer reported funny noise coming from system, even while powered off. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. The system operates as intended.